Manufacturer narrative:
Further information was requested but not received.

Event description:
Manufacturer reference number: 2017865-2021-30152. Manufacturer reference number: 2017865-2021-30153. Manufacturer reference number: 2017865-2021-30155. It was reported that the patient developed pocket infection. A small hole on the suture line at the pocket site was noted. The patient was in stable condition. No intervention was reported.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
New information received notes that the entire system including ICD and leads were explanted. The patient had normal recovery.